Manufacturer narrative:
Date of event: exact date unknown, event occurred in near (B)(6) 2022.

Event description:
It was reported that patients ipg was bothering at the pocket site. It was also reported that patient was having difficulty charging ipg and the ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.